Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was a sensing anomaly noted on the device. The gain was increased on the egm in order to resolve the event and the patient was stable with no consequences.